Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/28/2016 with the following findings: a review of the pump history showed frequent ¿replace battery¿ alarms. The pump¿s electrical current draws were tested and were found within specification. Unrelated to the original complaint, there was moisture in the display. The pump leaks at the display lens. The battery compartment was found to be cracked. Audible does not function, and the pump was opened and there was moisture damage found throughout the pump. There was no audio due to the moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).